Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported that she was hospitalized for hyperglycemia while using the infusion device. The patient was traveling and was at the airport in (B)(6), the patient stated that she became dehydrated, due to not drinking water. The patient stated that she was "out of it" and began having hallucinations due to dehydration. During this time the infusion device alerted her that the insulin cartridge was empty, but due to patient's deterioration in health, she did not take any action or change the insulin cartridge. The patient was transported to the hospital by ambulance. The type of treatment provided by the paramedic's was not provided. Patient stated she received lab work that indicated her blood glucose was over 900 mg/dl. At the hospital the patient was treated with IV's, it is unknown what was in the IV's. She was given kidney function testes, fed through a feeding tube, and was put on hemodialysis. The patient was hospitalized from (B)(6) 2016. The infusion device was not requested for return.